Manufacturer narrative:
(B)(4). Unit had cracked keypad overlay, broken belt clip rails, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring. Unit p-cap / test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic stated that the back of insulin pump had crack on battery side. Customer stated that clip rail also had physical damage. No harm was required during medical intervention. The insulin pump will be returned for analysis.